Event description:
Pen needle broke off inside user. Patient reported there was no injury, and no medical attention was required.

Manufacturer narrative:
Stat requested additional information relating to the complaint submitted and was told the only information available is that it was a male patient involved, age weight and name of patient was unavailable. The pen needle model number was unavailable. The lot was identified as (B)(4). No medical attention was required. The product was not available for return so that we could evaluate the device. Without the model number of the device or the return of the defective device we are unable to determine that the defective device was indeed manufacturing by stat medical. However, due to the seriousness of the defect, stat will evaluate samples from the lot of devices we have with a similar lot number.